Manufacturer narrative:
Device returned with no lot identification. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: handle condition good, scissors condition good, shaft condition good. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional tests, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned with a split in the sheath, but was otherwise in good physical condition. The instrument was tested and performed within design specifications. The sterilization dosage has been modified to reduce the occurrece of this incident. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
It was reported that the devices were used during an unknown procedure. It was reported by the affiliate that the black tubes of the devices cracked. There was no pt consequence.